Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 31012r2097) was implanted reducing mr to grade 1-2. On (B)(6) 2024, the patient returned with cardiac decompensation. A transesophageal echocardiogram (tee) was performed and the clip was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)). Mr was recurrent grade 4. An additional mitraclip was not placed due to high gradient concerns.

Event description:
Subsequent to the previously filed report, additional information was received: post procedure gradient was 5mmhg.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) cannot be determined. Mitral stenosis and mitral valve insufficiency/ regurgitation resulting in heart failure appear to be due to the slda. Mitral stenosis, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.